Manufacturer narrative:
Blocks d1/ g1: manufacturer name and address was updated from spectranetics, 6655 wedgwood road north, suite 105, maple grove mn, 55311 to volcano atheromed, inc., 1530 o brien drive, suite a, menlo park ca, 94025 to match the information on the product label.

Manufacturer narrative:
Blocks d1/ g1: manufacturer address was updated from (B)(6). This correction was made to align the address with the FDA registration number.

Manufacturer narrative:
Patient info: no information available. This information was not available from the facility. Relevant tests/laboratory data/other relevant history: no information available. This information was not available from the facility. The quickclear device was discarded by the facility, thus no returned product investigation was performed. Per the IFU, fracture malfunction of any component of the device that may or may not lead to serious injury or surgical intervention is listed as a possible adverse event.

Event description:
It was reported that during a peripheral procedure, the tip of the quickclear partially separated while inside the patient, but did not fully detach into two pieces. The device was able to be removed alone and the wire and sheath remained. There was no resistance noted during delivery or retraction. A new quickclear device was used to complete the procedure. No patient injury reported. This product problem is being submitted because the tip of the quickclear device partially separated. There is a potential for harm if the malfunction were to recur.